Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient intervention is consistent with the reported hospitalization and treatment with IV therapy. Engineering log review could not fully evaluate device performance at the time of the event due to date and time discrepancies in the device logs following prolonged power loss and reset of the internal clock. No malfunction alerts were identified in the available logs. The user reported persistent hyperglycemia despite infusion set changes and appropriate device use. Clinical evaluation determined that the user had significant scar tissue at infusion sites, which impaired insulin absorption and resulted in ineffective insulin delivery. Based on available information, the event was attributed to impaired insulin absorption due to underlying physiological factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose and insulin, and discharged (B)(6) 2026. No long-term health effects were reported.